Event description:
A report was received from (B)(6) through the clinical specialist indicating the patient expired two days after a post transcatheter aortic valve replacement (tavr) procedure from an acute dissection of the ascending aorta (3cm from the valve which was well seated). Per the report, the procedure was completed two days earlier and was seen as successful. The patient died suddenly during the night and the pathologist thinks a spontaneous dissection of the ascending aorta might have occurred. The physicians believe it was not caused by an edwards device but might be related to the guidewire, but even that they think is not the case. They believe that after the valve implantation, the heart became more active again and due to a rise in blood pressure in the aorta, the aorta was not strong enough which resulted in the dissection.

Manufacturer narrative:
The coroner's conclusion from the autopsy report was received. The report indicated the aortic rupture was not device related but a spontaneous tear due to the improved cardiac output following the valve implantation; an actual copy of the autopsy report was not released/provided to edwards lifesciences.

Manufacturer narrative:
The device history record (DHR) review for the valve was performed and all manufacturers specifications were met prior to release for distribution. Investigation of this event is ongoing.

Manufacturer narrative:
Additional information was received from the implanting physician. Per report, the procedure approach was transapical and there were no difficulties encountered while delivering or deploying the valve. Good positioning of the valve was obtained and following deployment there was only mild paravalvular leak. There was no pericardial effusion. It was noted that during the procedure there was a power outage and the patient was moved into another lab. During transferring of the patient one of the femoral sheaths "fell out", but there was no other complication. Per the physician, the patient's medical history and imaging for the case cannot be disclosed due to patient confidentiality restrictions. The official cause of death was confirmed as aortic dissection. An autopsy report or discharge summary are not available. In addition, at post-mortem, the pathologist did not see signs of re-healing to the aorta dissection. He took samples to check the date of injury, but based on his experience the dissection would have been immediately pre-mortem ( i.e. There was no sign of injury or healing that would lead him to believe the aorta was weakened by a wire 2 days earlier which is what the physicians suggested to him). Therefore, in his opinion, a spontaneous dissection of the ascending aorta occurred. The additional information provided suggests procedural factors might have contributed to this event. No further actions are possible.

Manufacturer narrative:
(Conclusion) was updated. Multiple investigational attempts have been conducted for this event. However, to date, additional details for this case and pertinent imaging have not been received. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. According to the thv training manual, risk factors for acute aortic rupture/ dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. In addition, while the sapien heart valve relies on native valve calcium to securely anchor to the annulus, despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature which can lead to vascular injury. In this case, due to the limited information available, the exact cause for this event cannot be confirmed. There were no procedural complications or device malfunction reported during the procedure. No further actions are possible at this time.